Event description:
A (B)(6) years old patient with a history of hypertension, diabetes mellitus, and cirrhosis was admitted with a new onset of chest pain. In the catheterization laboratory, a diagnostic cath was going to be performed when the tip of a prelude ideal¿ vascular catheter introduction set broke when attempting to insert the dilator into the sheath. The broken piece was noticed by one of the health care providers. Moreover, as seen in the attached images, the broken piece caused the device to have a jagged edge. The faulty prelude ideal¿ vascular catheter introduction set was not used on the patient.

Event description:
A 49-years old patient with a history of hypertension, diabetes mellitus, and cirrhosis was admitted with a new onset of chest pain. In the catheterization laboratory, a diagnostic cath was going to be performed when the tip of a prelude ideal¿ vascular catheter introduction set broke when attempting to insert the dilator into the sheath. The broken piece was noticed by one of the health care providers. Moreover, as seen in the attached images, the broken piece caused the device to have a jagged edge. The faulty prelude ideal¿ vascular catheter introduction set was not used on the patient.